Manufacturer narrative:
The customer¿s report of a leak from the smartsite was confirmed. Functional testing and visual inspection revealed leaking from a crescent-shaped tear on the piston of the smartsite port distal to the pump segment. The cause of the leak was a damaged smartsite piston. The root cause of the smartsite piston damage was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during patient use the pcu department had a tubing leak from the smartsite located between the roller clamp and the pump segment that had a curos cap applied prior to use. There was no report of patient harm.